Event description:
It was reported that the silicone tubing of the uv flash transfer set had a crack that caused the tubing to leak. The transfer set was used for two month prior to the leak. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.